Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. Upon eval the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an intermittent connection where the cable connecting the distribution node to the front therapy electrode meets connector j703. The root cause for the intermittent connection could not be positively identified. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.

Event description:
While investigating a (B)(6) female pt's electrode belt for an unrelated issue, a reportable problem was discovered. The electrode belt failed an ECG fall-off test. The pt was issued a replacement monitor.